Manufacturer narrative:
The k electrode lot number was y1252. The electrode expiration date was requested, but not provided. The customer replaced the reagents, primed the system, recalibrated, and ran controls on the first channel. Calibration and controls failed. Quality controls were acceptable prior to the event. The last calibration performed on (B)(6) 2024 was acceptable. The field service engineer found sticking vacuum valves and a chipped dilution vessel. The valves, ultrasonic unit, vacuum nozzles, and dilution nozzles were replaced. Calibration and controls were run; controls were acceptable. Precision studies were performed and were successful. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the k electrode on a cobas 8000 ise module. The customer noticed the patient results did not agree with the patients' history, so they were repeated on the second channel of the analyzer. The repeat results were deemed correct and corrected reports were issued. The first sample initially resulted in a k value of 6.5 mmol/l and it repeated as 4.5 mmol/l. The second sample initially resulted in a k value of 2.5 mmol/l and it repeated as 4.2 mmol/l.